Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I have just started it after 8 weeks on naltrexone failed to improve my pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2003, the patient experienced pain ("whole body hurts"). In (B)(6) 2018, the patient experienced gait disturbance ("could barely walk with inflammation pain today") and inflammatory pain ("could barely walk with inflammation pain today"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("is anyone else taking jonica for fibro?I have just started it after 8 weeks on naltrexone failed to improve my pain"), dyspareunia ("sex started to be uncomfortable no long after I met him. It eventually got too painful.") And tooth disorder ("would advice not just getting dentist opinion about roots canal / choose extraction / replacing tooth is too expensive"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fibromyalgia, dyspareunia, pain, gait disturbance, inflammatory pain and tooth disorder outcome was unknown. The reporter considered dyspareunia, fibromyalgia, gait disturbance, inflammatory pain, pain, pelvic pain and tooth disorder to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: pelvic pain female, fibromyalgia, dental problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: follow up received from social media. Pain, gait disturbance and inflammatory events were added. Device removal information was added. New reporter was added. On 23-mar-2020: no new information added. On 23-mar-2020: social media received: event would advice not just getting dentist opinion about roots canal / choose extraction / replacing tooth is too expensive added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.